Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Analysis inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion set. Analysis installed reservoir and connector into an insulin pump. Performed infusion set. Analysis performed catheter tip. Conclusion was reservoir not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 456 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer change the infusion set and the insulin did exit the tubing. The reservoir will be returned for analysis.